Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A call was placed to technical services from a competitor representative indicating that the patient had died during an attempted extraction of the lead for high impedance and high thresholds. It was further reported that the patient's health was very compromised. The cause of death has been requested and not received.